Manufacturer narrative:
Product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 3487a-56, lot # v660847, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # v953746, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that a patient had an infection at the surgical site. Lab tests on (B)(6) 2013 showed an elevated white blood count, and sed (erythrocyte sedimentation) rates after this continued to be high. It was reported that etiology was the implantable neurostimulator pocket at the lumbar site. It was noted that etiology was not related to the device or therapy but possibly related to the implant procedure. Signs and symptoms included redness, swelling, discharge at the wound site, overall discomfort, and a progression of the patient not improving. It was noted that severity was moderate. It was reported that the patient did not respond to antibiotics and a decision to take out the lumbar device system was made. The entire device system was explanted as an intervention on (B)(6) 2013. It was reported that the patient resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).